Event description:
It was reported that the user contacted support to discuss their glucose report and changing their cgm target after experiencing highly variable blood glucose while using the ilet and treating lows with oral glucose; the user noted highest readings around 400 mg/dl and lows in the 40s with blurred vision at extremes, and they planned to speak with their clinician given a recent insulin change. Symptoms included hyperglycemia, hypoglycemia, headaches, dry mouth, and blurred vision. Outcomes included no reported health consequences or lasting impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information and no investigation findings, with the device problem and component undetermined. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.